Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. No crack was noted on the screen.

Event description:
Customer reported a crack on the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 283 mg/dl. No further information reported.